Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER); reason for ER visit was not provided. A blood glucose level was not provided. Reportedly, the customer was using fiasp within their pump supplies. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. Tts educated the customer regarding off-label insulin. Date of event is approximate.